Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator delivered 3 anti-tachycardia pacing and 1 tachy shock due to an episode of atrial fibrillation with rapid ventricular response that occurred after an inappropriate therapy isolated episode recorded 4 years ago. There is no evidence of therapy exhaustion. This device remains in service and medications were adjusted as corrective action. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies, and no holes were noticed in the seal plugs. The device passed mechanical and electrical testing and passed all pin gauge tests. The device operated appropriately, according to its performance specifications. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3 anti-tachycardia pacing and 1 tachy shock due to an episode of atrial fibrillation with rapid ventricular response that occurred after an inappropriate therapy isolated episode recorded 4 years ago. There is no evidence of therapy exhaustion. Medications were adjusted as corrective action. This ICD remained in service for years and was eventually replaced due to normal battery depletion and returned for analysis. No additional adverse patient effects were ever reported.